Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID: d274trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; product ID: 419688 implantable pacing lead, implanted: (B)(6) 2010; product ID: competitor implantable tachy lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received an inappropriate shock (due to programming) for an atrially conducted arrhythmia. It was also noted that recommended replacement time (rrt) was declared six weeks prior. The patient was under (B)(6) care. Technical services discussed the possibility of magnet application if the patient does not want therapy. Additional information was received that the patient passed away the following day. A cause of death was requested and not received.